Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c4tr01, crt-p, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's cardiac resynchronization therapy pacemaker (crt-p) had early battery depletion. The device was explanted and replaced. It was also noted that the left ventricular (lv) lead had high thresholds of 4.0 v at 1 ms. The lv lead remains in use. No patient complications have been reported as a result of this event.